Event description:
Patient was implanted with trochanteric fixation nail, helical blade and distal locking screw construct on (B)(6) 2013. Imaging taken on an unspecified date revealed the helical blade had migrated through the femoral head and advanced into the joint. Patient was returned to the or on (B)(6) 2013 for revision surgery. All hardware was removed and the patient was revised to a new tfn construct. The hardware was discarded of. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot #: the lot # was reported as 710213; this is an invalid synthes lot #. Further investigation in (B)(4) noted that the lot # could be either 7102133 or 7102132; however, the lot # could be confirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review cannot be performed without the correct lot number.